Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was unable to be retrieved because the unit is stuck on initializing screen. The complaint was not confirmed because the receiver was stuck on initialization screen and a download was not retrieved the reported event of an error icon display was not confirmed .a root cause could not be determined.